Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the power supply was smoking. The cse replaced the power supply. The cause of scorching smell and smoke being emitted from the instrument was due to a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer noticed a scorching smell coming from an advia centaur xp instrument and reported that there was smoke emitted from the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.